Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). During product evaluation, it was found the touchscreen was not working due to damage, the cpu battery was out of specifications; low battery power, the stim control connector pins on the mute board were loose and the rubber bumper feet were cracked.

Event description:
During product evaluation, it was found the touchscreen was not working due to damage, the cpu battery was out of specifications; low battery power, the stim control connector pins on the mute board were loose and the rubber bumper feet were cracked.